Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement surgery was planned for (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they usually checked their ins with their patient programmer every month. They noticed symptoms of going to the bathroom more frequently, with more frequent urgency, they noted they started having bladder spasms again and the device had been helping their bowel, but they had constipation again. The patient also reported they turned stimulation off and back on to see if they could feel it like normal, but they could barely feel it. The patient said when they checked they saw the low ins battery icon. The patient wanted to discuss what that meant for their symptoms and if it was possible that the ins was not outputting as much voltage because their symptoms came back so suddenly. Information as reviewed and the patient was redirected to their healthcare provider to report and resolve symptoms. Additional information from the patient reported they had been in contact regarding their battery dying, they were looking for a list of healthcare provider contacts of doctors who place devices and exchange the batteries in them . Additional information was received from the patient. They stated their therapy was inadvertently helping their irritable bowel syndrome. They stated they were completely constipated and in pain '10 out of 10 and curled up in a ball crying' and said their spasms were getting worse. They stated they had their ins on and off and they did not feel the stimulation. The patient mentioned their implant being off when they were at work where they moved other patients to MRI rooms. The patient mentioned their stimulation worked best on program 2. The asked what would be the best setting for them to use for better relief. It was offered to help the patient with changing settings, but they were driving so they declined. Physician listings were sent. It was noted that the patient said their ins was dying and needed to be replaced. Then on 2019-jun-11, additional information was received from the patient. They reported that the cause of the return of symptoms and not feeling stimulation was from the ins low battery. The actions taken and planned for resolution was adjustment in settings and patient has a battery replacement surgery scheduled. No further complications reported.